Event description:
It was reported that a buretrol solution administration set leaked from the ¿bung.¿ the patient was being infused with non-baxter total parenteral nutrition (tpn) at the time that the malfunction was identified. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not received for evaluation; however, a photo of the device was received. Visual inspection of the photo did not reveal any abnormalities that could have contributed to the reported condition. A retained sample could not be evaluated as the lot number was not provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.